Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and several no delivery alarms were noted in the alarm history. The insulin pump was programmed correctly. The daily totals did not match up with the basal rate and bolus deliveries. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.